Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2019-02285 (under lvad) and device information related correction was sent under MFR# 2916596-2019-02285 . This additional regulatory report decision (arrd) has been created to submit additional information related to the completion of the event investigation. Investigation summary: the reported event of a loss of external power was confirmed via the submitted log file. The submitted log file contained approximately 5 days of data (B)(6) 2019 per the timestamp). The log file captured low voltage hazard alarms and a no external power alarm due to a temporary loss of power while connected to the mpu on (B)(6) 2019 from 18:13:31 to 18:13:35. The backup battery supplied power to the system without issue during the loss of external power. The alarms were resolved when power from the mpu was restored. The controller was connected to the mpu several other times throughout the log file with no issues observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Technical services recommended acquiring a locking ac power cord for the mpu if the patient does not already have one to avoid the possibility of the power cord coming loose at the back of the mpu. Technical services also recommended having the patient verify that there is a good connection to the wall outlet. Multiple attempts were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of external power was determined, and if the mpu would be returned for evaluation, and if the mpu has a locking ac power cord); however, no additional information was provided. No equipment was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a total loss of external power was recorded (B)(6) 2019 18:13:31. This event appears to have occurred while connected to mpu power. Both power leads suddenly lost power and ebb was used to support the system during this time. Motor function was not affected. Additional information was requested but was not provided.